Event description:
It was reported that this was a venous closure of the common femoral vein using the pre-close technique prior to an electrophysiology ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. The suture of one new prostyle device was successfully pre-placed. The procedure was completed and hemostasis was achieved with the successfully pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose device with reported issue referenced in this report is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation.